Event description:
Review of the event indicated that the (component) was implanted after the expiration date noted for the device. It was also noted that in (B)(6) 2011 the pt experienced sedation related to benzodiazepine (clonazepam) dose. The psychotropic medication dose was adjusted and the pt recovered without sequela. In (B)(6) 2011 the pt experienced irritability. Reprogramming was performed on (B)(6) 2011. Psychotropic medication was also adjusted. The pt recovered without sequela. The device was replaced (B)(6) 2011 for normal battery depletion. The pt recovered without sequela. Reference MFR report #3004209178201106703.

Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator and the plug revealed no anomaly found.